Event description:
It was reported that pump experienced malfunction alarm identified as malfunction 16 with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.